Manufacturer narrative:
The instructions for use for this product states instructions for proper operation of this product in the section titled directions for use of a single sternalock® 360 device. The product was implanted into the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The reason for this late report is human error.

Event description:
A distributor reported a 360 tensioner that came loose from the plate while pulling the band through to approximate the sternum at the manubrium during a procedure. The tensioner was repositioned and the procedure was successfully completed. It was reported that no delay over 30 minutes or injury resulted from this event.